Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customers blood glucose (bg) was 550 mg/dl. Reportedly, the customer administered a manual injection to address bg level.